Event description:
The information received from a magnetic resonance imaging (MRI) technologist indicated that the patient had a bx velocity stent implanted in the right coronary artery (rca) nine years ago for an unspecified reason. The technologist reported that the consumer experienced an unknown event requiring driver stent implanted inside the bx velocity stent. No additional information was available.

Manufacturer narrative:
The information received from a magnetic resonance imaging (MRI) technologist indicated that the patient had a bx velocity stent implanted in the right coronary artery (rca) nine years ago for an unspecified reason. The technologist reported that the consumer experienced an unknown event requiring driver stent implanted inside the bx velocity stent. Multiple attempts to gather more information have gone unanswered. The device remains implanted and is therefore not available for evaluation. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
Please note that the catalog number of the bx velocity stent implanted in the patient is unknown. The catalog number is not the device catalog number, as it is an internal number that represents an unknown bx velocity stent.please note that the event date is unknown.please note that the device was implanted on (B)(6) 2001. The date defaults to (B)(6), 2001. Additional information will be submitted within 30 days from receipt.